Manufacturer narrative:
Findings: insulin pump received with cracked and bleeding lcd glass, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Pump received with flattened dome switch on esc, act, up arrow and down arrow button noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen is cloudy and that a piece of plastic is hanging out from the inside of the screen as well. They are not able to see the lower middle of the screen because of the plastic and are also reporting that the buttons are also flat. Customer's blood glucose was unknown. They believe that the damage may have happened because they are a mechanic and work around cars all day. The customer was advised that insulin pump would need to be replaced, to revert to a backup plan and that the pump would need to be replaced. The insulin pump is being returned for analysis.